Manufacturer narrative:
The shock lead, the left ventricular lead as well as the ICD were received for analysis. Upon receipt, the plexa was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. Between 33 and 35cm distal to the df4 connector pin the lead body was found squeezed and deformed and a short circuit could be measured. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Further damages like the deformed fixation helix most likely occurred during the extraction procedure due to tensile stress. Prior to the analysis of the devices, the quality documents accompanying the manufacturing processes for ICD and both leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. The ICD proved fully functional. The current consumption and the battery state of discharge were found to be normal and as expected.

Event description:
It was reported that this lead was explanted due to an insulation problem. Patient refused to have new implant.